Manufacturer narrative:
Tandem user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, the customer went swimming with the pump. Customer¿s blood glucose level was 229 mg/dl. In addition, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer reverted to manual injections for insulin therapy.